Event description:
Resident was transferred from a wheelchair onto the seat of the century tub chair per facility procedure. The waist safety belt was looped through the back of the chair, around the resident and back behind the chair according to manufacturer's inservice. The belt was placed into the d buckle. The shoulder harness was not applied as this resident can sit straight and support the upper half of her body, is alert, oriented and cooperative. Manufacturer's inservice indicates the shoulder harness is to be used for residents who cannot support their own upper body.the resident was transferred into the century tub. The hydraulics caused a bumpy, jerky ride. After the bath was completed, the resident was raised from the tub and her lower extremities dried while the chair was in its highest position as per manufacturer inservice. As the aide stepped on the down pedal, the hydraulics jerked the chair at the top position and the resident fell forward. The belt did not adequately restrain the resident from falling out of the chair onto the ceramic floor.the resident was transferred immediately via ambulance to the closest hospital. The resident suffered a fractured hip and arm which required surgery. The resident came through surgery successfully, however she expired four days later. The exact cause of death is unknown at this timedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.